Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. It was noted that the returned device indicated a loose/detached setscrew.

Event description:
It was reported that during implant, the set screw in the ventricular port of the device could not be engaged and was unable to be tightened. It was thought the set screw was "stripped" and not seated correctly in the device header. The device was not implanted and was replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.